Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacer dependent patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise. The noise could not be reproduced in clinic. All electrical measurements were in range. The lead was capped and a new system was implanted on the right side due to left side occlusion. The patient did not experience any symptoms.